Event description:
It was reported that the patient presented with a st segment elevation myocardial infarction (stemi) and was taken directly to the cardiac catheterization lab for an emergent percutaneous coronary intervention (pci) in the mid right coronary artery (mrca). An all star guide wire was used as a buddy wire to place a 3.5x18mm unspecified stent; however, during use, the tip of the wire detached and migrated into the left main coronary artery. The proximal part of the wire was removed and unsuccessful attempts were made to snare the detached piece of wire, which migrated to the mid left anterior descending coronary artery. The patient started experiencing angina and st changes, so the physician completed stent implantation in the mrca and the patient stabilized. The patient was transported to another facility where the detached wire was successfully snared. The patient reportedly did well and was scheduled for discharge on (B)(6) 2015. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported separation of the guidewire tip was confirmed via returned device analysis. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.